Event description:
The patient was undergoing a coil embolization procedure for a y-90 workup using a pod4 coil, ruby coils, and another manufacturer's microcatheter. During the procedure, the physician met resistance while advancing a pod4 coil and the pusher wire became kinked. The pod4 coil was successfully removed from the patient. The physician attempted to advance a ruby coil through the same microcatheter; however it would not advance against resistance and the pusher wire became kinked. The ruby coil was removed and the procedure continued using the same microcatheter and another manufacturer's coils. There was no report of any adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00487. The hospital discarded the device.